Event description:
It was reported that a patient, male, (B)(6) underwent an idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac arrest. The patient required CPR nd acls protocol and the pulse was restored. The patient was reported to be in stable condition at the time the complaint was reported. There is no further information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that this was due to patient¿s condition and low ejection fraction. There was no malfunction reported for any bwi product. Bwi determined to take a conservative approach and therefore, this event is being reported since bwi products were used during procedure.

Manufacturer narrative:
(B)(4) it was reported that a patient, male, (B)(6), underwent an idiopathic ventricular tachycardia procedure with a thermocool sf nav bi-directional catheter and suffered a cardiac arrest. The patient required CPR nd acls protocol and the pulse was restored. The patient was reported to be in stable condition at the time the complaint was reported. There is no further information about the hospitalization. The physician¿s opinion regarding the cause of this adverse event is that this was due to patient¿s condition and low ejection fraction. There was no malfunction reported for any bwi product. Bwi determined to take a conservative approach and therefore, this event is being reported since bwi products were used during procedure. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(4) 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. As lot # 17136716l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: product: carto® 3 system; us catalog # fg540000; serial # (B)(4). Product: stockert 70 rf generator; us catalog # s7001; serial # (B)(4). Product: coolflow® irrigation pump; us catalog # cfp002; serial # (B)(4). (B)(4).